Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist offered to send service, but the customer declined because they have not had other issues with the instrument or the tbil and dbil assays. The cause of the discordant, falsely low tbil and dbil results on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result and a discordant, falsely low direct bilirubin (dbil) result were obtained on one patient sample from an infant on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned the results. The discordant results had been held by the laboratory information system (lis), but were manually released by the operator. The patient was redrawn and the new sample was run on the same instrument and both tbil and dbil resulted higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil and dbil results.

Manufacturer narrative:
The initial MDR 2432235-2013-00313 was filed on july 5, 2013. Correction: the date received by manufacturer was incorrectly stated as 06/10/2013 on the initial MDR. The date received by manufacturer is 06/12/2013.